Manufacturer narrative:
Based on examination of the returned product, it was concluded that the rough and irregular surfaces of the site of separation in the shorter pump exhaust tubing indicate that device use over time may have contributed sufficient stress(s) being exerted while in-vivo to cause this separation. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1, and the separations in the cylinder 1 strain relief occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018, removed and replaced on 03/23/2021 due to a pump tubing tear/leak.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, although not verified, the tubing broke at reinforced area near pump. The device was explanted and replaced successfully and not other adverse patient effects were reported.